Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore the reportable malfunction could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the main lamp of the xenon light source did not ignite, and spare lamp illuminated. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the lamp ignition issue. The user confirmed that the lamp was replaced and it is the olympus xenon lamp (maj-1817). The tac technician advised that the application of the lamps has a part to play in that if done incorrectly but the customer confirmed that it was done correctly and there was no issues with the heat sync that was visible. The user was advised to send the light source for service. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.